Event description:
It was reported that a minimum fill notification occurred, and the customer had difficulty speaking, confusion, and difficulty thinking. There was no adverse impact to the customer's blood glucose level. Customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. With guidance from technical support, the customer successfully loaded a new cartridge onto the pump and resumed insulin use.